Manufacturer narrative:
The rvad excor blood pump pu valves; 25 ml in/out; ø 9 mm; sn (B)(6) was in use on the patient from (B)(6) 2025 until the patient was escalated to continuous flow (right side only) on (B)(6) 2025. The event occurred on 2025-10-05, which is 6 days after the patient was escalated to continuous flow. We have reviewed the production records of the rvad excor blood pump and concluded the pump was produced according to our specification.

Event description:
The site contacted berlin heart inc (bhi) clinical affairs (ca) on (B)(6) 2025 to report that the patient who was previously supported in a bvad configuration had been escalated on (B)(6) 2025 to continuous flow circuit on the right side. On (B)(6) 2025, the overall condition of the patient had worsened and therefore the patient was sedated and chemically paralyzed for hemodynamic instability. On (B)(6) 2025, the team noted pupillary changes followed by possible seizure activity and posturing, prompting a CT scan. Imaging revealed extensive intraventricular hemorrhage and a new large right parietal intraparenchymal hemorrhage. An eeg performed from (B)(6) 2025 demonstrated a severely suppressed background, consistent with severe diffuse neuronal dysfunction and encephalopathy. Neurosurgical consultation determined the findings were catastrophic and irreversible, and no surgical intervention was offered. Neurology was consulted for seizure management and medical stabilization. Due to poor neurological prognosis, the patient was withdrawn from care upon request by the patient's famliy and was expired on (B)(6) 2025.

Manufacturer narrative:
Incorrect code for investigation findings has been entered inadvertently in the initial report. Therefore, it has been corrected from 3233 to 3221 in section h6.